Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found a blockage (due to buildup) in the ise (ion-selective electrode) path. He cleaned the flow path and performed fluid primes to ensure proper flow. He performed tests and checks with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas pro ise analytical unit. Sample 1: the initial result was 150 mmol/l. The sample was repeated on (B)(6) 2026, and the result was 140.8 mmol/l. Sample 2: the initial result was 152 mmol/l. The sample was repeated on (B)(6) 2026, and the result was 141mmol/l. The repeated results were obtained on another module. The samples were repeated because the physician questioned the results.